Manufacturer narrative:
Tw (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that t.w. Power supply failed when performing high current output functional test. The readings were 5.2-5.3 which is outside of the specifications listed in the IFU. Noticed during biomed performing yearly pm on equipment not during a procedure. It is unknown how many times the devices were in service and used. The functionality issues were observed by the biomed. There was no patient involvement. This power supply was purchased on 7/23/2026. The test was performed per the IFU directions. The same person tested all the power supplies together and had another tech review his work after him to verify results.